Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call indicating that the insulin pump alarm broken force sensor was detected. Customer's blood glucose was 6.8mmol/l. The customer was assisted in clearing the alarm and advised to disconnect. The customer can't go to alarm history and can't clear the alarm. The customer was not able to rewind the pump. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan.

Manufacturer narrative:
The pump was received with a critical pump error and a pump error 35 was noted in the alarm history. The force sensor off set was measured within specification range. However, the motor support cap showed damage from an unknown excessive force. Unable to perform the self-test, displacement, rewind, prime, basic occlusion, force sensor, occlusion, sleep current and active current measurements due to the critical pump error. The pump was received with a scratched case, a cracked back button keypad overlay, pillowing keypad overlay, and minor scratches on the lcd window.